Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Instructed customer to change the infusion set and he started to feel better. A fixed prime test was performed and the insulin exited. Performed a high-pressure test and the insulin passed the test.